Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant balloon was used during an unknown procedure. It was reported during the index procedure after the stent graft was implanted the reliant balloon burst during the touch up during the first inflation. The balloon was replaced with another reliant and the procedure completed without any further issues. There was no complications to the patient. Per the physician the cause of the balloon rupture is undetermined but it was noted by the physician that since no problems were encountered with the replacement balloon it may have been a defective device. No issues were noted during device preparation. No additional clinical sequelae were reported and the patient is fine.